Manufacturer narrative:
Burns and blisters that may leave a scar or may resolve in 3-6 months. Reported as a good will.

Event description:
It was reported about a burn and a blister following the harmony xl shr treatment.

Event description:
It was reported about a burn and a blister following the harmony xl shr treatment.

Manufacturer narrative:
Burns and blisters that may leave a scar or may resolve in 3-6 months. Reported as a good will. UDI related data quality updates. This supplemental report represents a correction to a previously submitted MDR